Manufacturer narrative:
.

Event description:
The customer reported an inop condition. No patient involvement reported.

Manufacturer narrative:
The manufacturer's field service engineer replaced the power management pcba in addition to the motor controller pcba.

Manufacturer narrative:
On (B)(6) 17 review of the significant event log confirmed the vent inop condition.